Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19 and alarm 01) with multiple cartridges during the load process. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.